Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarm and increase on power when patient was exercising on the elliptical machine and when at rest. The patient was admitted to the hospital with elevated lactate dehydrogenase (ldh) of 247, atrial fibrillation (a-fib) and a pump thrombus was suspected. The patient's hematocrit (hct) was updated from 30 to 48, which also caused the decrease in flow to 3.2. An echocardiogram (eco) was performed resulting on severe dilation of left ventricular cavity (8.2 cm) with severe left ventricular (lf) systolic dysfunction, ejection fraction (ef) less than 20%. Inflow cannula is well visualized at the apex. Inflow cannula doppler velocity was measured at 0.4 m/s. Outflow cannula was poorly visualized. Aortic valve appeared to open intermittently. The right ventricular was not well visualized. Upper normal right ventricular size (4.0 cm). Right ventricle appeared hypokinetic. Mild to moderate mitral valve regurgitation. There was mild tricuspid regurgitation. Est peak rvsp was 30 mmhg. Also, a computerized tomography (CT) shown left ventricle was severely dilated with severely reduced systolic function, ef 10-20%, global hypokinesis. Hvad lvad noted with inflow cannula at lv apex and outflow cannula at ascending aorta. There was no abnormal filling defect noted in cannula. The patient was treated with heparin and ldh levels trended down to 198. The vad remains in use, no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional devices: d1: heartware ventricular assist system ¿ controller 2.0 serial#: (B)(6); h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15; product event summary: ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed consistent increases in power consumption to parameters above normal operating range within the analyzed period as well as a slight increase in power consumption on (B)(6) 2022. Additionally, log files revealed a sustained decrease in power consumption and estimated flows was observed beginning on (B)(6) 2022. Two (2) high watt alarms were logged on (B)(6) 2022 and four (4) low flow alarms were logged since on (B)(6) 2022. Log file analysis also revealed a controller power up event with an associated pump start event logged on (B)(6) 2022 at 08:29:55. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 79% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and an active adapter was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 19 seconds. As a result, the reported high power, low flow, and loss of power events were confirmed. Information received from the site indicated that the patient was admitted with elevated lactate dehydrogenase (ldh), atrial fibrillation, and suspicion of pump thrombus. An echocardiogram revealed severe dilation of the left ventricular cavity with severe left ventricular systolic dysfunction. The aortic valve appeared to open intermittently, and the right ventricle appeared hypokinetic. There was also mild to moderate mitral valve regurgitation and mild tricuspid regurgitation. Additionally, a computerized tomography showed that the left ventricle was severely dilated with severely reduced systolic function. The patient was treated with heparin and ldh levels trended down. Additional information received from the site indicated that the patient received a heart transplant due to low flows and high watts which caused hypoperfusion and acute kidney injury. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and risk documentation, possible causes of the reported high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. Per the instructions for use, cardiac arrhythmia, renal dysfunction, and device thrombus are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad patient received a heart transplant due to low flows and high watts which caused hypoperfusion and acute kidney injury.

Event description:
It was further reported that during the log file review it was observed that the ventricular assist device (vad) exhibited low flow alarms and the controller exhibited loss of power.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event.; updated section: b5 desc evt problem, d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 30-nov-2018 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 16-nov-2017 h5: no h6: patient ime code(s): e0514, e062102, e060102, e062104, e2204, e130501 h6: imf code(s): ff08, f1203, f22, f2203 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.